Event description:
Prior to right total knee arthroplasty, adductor canal block was being placed in right leg. Dr. Used a 30g x1/2 hypodermic needle to inject lidocaine. Upon removing the needle from the patient leg, dr. Noticed that much of the needle was missing. (Surgeon) was called and notified. He requested that a mini c-arm be brought in to identify the location of the foreign body. The needle tip was identified via fluoroscopy and was removed by dr. FDA safety report ID# (B)(4).